Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch, data extracted on the returned sensor. The sensor was found to be in sensor state 5 with event logs 3 and 4 which are an indication of normal termination of the sensor without any error. Performed a source measure unit (smu) test which indicated no accuracy issues with the puck. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation was conducted. The device history records (dhrs) for the product was reviewed and the DHR indicated the product meets per its specification prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings and experienced vomiting. The length of sensor wear was 3 days and it is unknown whether the customer noted a trend arrow on the device.. The customer was unable to self-treat and was seen by a healthcare provider where they were given IV insulin(dose/type unspecified) and "blood pressure meds" for treatment. There was no report of death or permanent impairment associated with this event. Additionally, a sensor result of 83 mg/dl was compared to a hcp meter reading of 501 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.